Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned for evaluation; however, a photo of the actual device was received for evaluation. The sample was not available for evaluation. Although the sample was not available for evaluation, five (5) photographs of the complaint device were provided. The photographs were reviewed, and the hemostasis sheath and carrier tube were found to have been fully mated and in the fully rear-locked position without anchor deployment at the distal tip. No damage or deformation to the device was identified. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the component. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: telephone number: unknown a review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient underwent femoral artery puncture for cardiac angiography, the puncture was successful, 7f sheath tube was sent into the patient, heparin 3000u was given, guide wire was sent into the left and right coronary arteries for angiography respectively, catheter and guide wire were removed after angiography was completed, vascular suture device was assembled, sheath tube was exchanged, and the vascular suture device was sent to the artery. The anchor could not be released, and hemostasis could not be achieved, so the device was removed. Compression were used to stop the bleeding. Hemostasis was achieved. Surgeon's description: the packaging of the product was opened normally and assembled smoothly, but the anchor was blocked and could not be released, resulting in failure. Additional information was received on (B)(6) 2023: the procedure sheath size used was 7fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was no additional blood loss. The patient condition was stable.